Event description:
The customer reported that during a laparoscopic nephrectomy, the device was inserted into the generator and re-grasp alarms were heard provided by the generator. The surgeon opened a second device and completed the procedure with no further difficulties. There was no pt injury. The device was returned with a bare jaw wire exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device eval is complete a follow-up report will be submitted.